Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. Lot number unknown. UDI unavailable. This report is for unknown 3.5mm periarticular proximal humerus plate/unknown lot number. It was reported that the patient had original surgery sometime in (B)(6) 2017, exact date is unknown. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Concomitant devices reported: 3.5mm locking screws (part # and lot # unknown, quantity unknown) and 3.5mm cortex screw (part # and lot # unknown, quantity of 1). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery sometime in (B)(6) 2017, exact date is unknown, for treatment of a right humeral proximal fracture. Patient was implanted with one (1) 3.5mm prearticular proximal humerus plate, and unknown quantity and length of locking screws. The screws that were implanted were a combination of 3.5mm locking screws and one (1) 3.5mm cortex screw. Post-operative, on an unknown date, the patient presented with a non-union with some calcification on the bone. On (B)(6) 2017, surgeon removed all implants. It was reported that the plate had broken in half at the 1st shaft screw hole position. The plate broke right below the proximal screw and above the shaft screw position. All screws were reported in good condition. Patient was revised to new plates and screws. All implants will be returned for evaluation. Revision surgery was completed successfully with no time delay. No fragments were generated during the implant removal. Patient is reported in stable condition. This complaint involves one device. Concomitant devices reported: 3.5mm locking screws (part # and lot # unknown, quantity unknown) and 3.5mm cortex screw (part # and lot # unknown, quantity of 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (3.5mm lcp periarticular prox humerus pl 2 hole/91mm/rt, part number 02.123.020, lot number h265171). The subject device was returned to the manufacturer with the complaint condition stating: the returned device was examined and the complaint condition was able to be confirmed as the plate was found to be broken through the first shaft locking hole and the adjacent suture hole. The complaint condition was unable to be replicated as the device was received broken. Additionally, nine locking and one cortex screws were returned showing wear consistent with implantation and explantation. As there is no allegation against the screws, no further investigation will be completed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The 3.5mm lcp periarticular proximal humerus plate (02.123.020 lot h265171) is a component of the locking compression plate (lcp) system and is indicated for fractures, fracture dislocations, osteotomies and non-unions of the proximal humerus. The plates feature both locking and combi holes which accept cortex, cancellous, conical and locking screws. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level (02_123_020). Dimensional analysis at the fracture site is not applicable due to post-manufacturing damage. A device history review, which included a raw material review, was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined. As a non-union was present when the broken plate was identified, it is likely that excessive/extended loading contributed to the complaint condition. A device history record review was performed for the subject device lot number h265171. Manufacturing location: (B)(4). Date of manufacture: 09jan2017. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Concomitant devices therapy date is reported as (B)(6)2017 a review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.